Event description:
It was reported that patient previously had a lead slip out while having their implantable neurostimulator (ins) implanted, at which point ¿they had to cut me back open.¿

Manufacturer narrative:
Product ID 7434-e, serial# (B)(4), implanted: 1999 (B)(6); product type programmer, patient product ID 749851, serial# (B)(4), implanted: 1999 (B)(6); product type extension product ID 3998 lot# l52327, implanted: 1999 (B)(6); product type lead. (B)(4).